Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that the event occurred during intra-op. It appears the aiming arm came loose during insertion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1, h4 h3, h6 photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo/x-ray investigation revealed nothing indicative of a device nonconformance. The bent condition was not possible to observe clearly. Therefore, the reported condition cannot be confirmed. Functionality issues cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would have not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the insertion handle/ radiolucent long was bent in the assembly area. It¿s reasonable to think that these damage were caused during the handling process to insert it with the mating device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. According to the surgical technique tn-advanced tibial nailing system suprapatellar approach the instruction of the assemble insertion instruments are the followings: -connect the insertion handle to the nail by aligning the markings on the nail with the two slots on the barrel of the insertion handle. Push both parts together until they snap into place. The connection holds the nail in place until the connecting screw is tightened. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed due to mating device was not returned to assess the interaction of the devices. The complaint condition was not able to be replicated. However, the customer allegation can be substantiated with the device showing damages. The overall complaint was confirmed as the observed condition of the insertion handle/ radiolucent long would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.043.024-us lot: 93p0137 manufacturing site: hägendorf release to warehouse: 21-may-2021 a DHR evaluation was performed for the finished device article # 03.043.024-us lot # 93p0137, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on unknown date the aiming arm is bent.